Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate profile 325cc saline prostheses placed experienced bilateral capsular contracture (baker grade unknown) post procedure. It was described as a hard calcification of scar tissue. As a result, capsulectomy and bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed on (B)(6) 2021. See 1645337-2021-07412 for contralateral prosthesis report.